Event description:
Customer reported receiving low readings on their freestyle meter and test strips. Customer reported readings of 67 mg/dl, 57 mg/dl and 47 mg/dl that were taken at unspecified times. The customer reported that the readings were lower than he felt. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The freestyle system that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted.